Event description:
During a diagnostic catherization contrast was inserted into the left coronary artery and resulted in an air embolism. There were two separate devices in use. The syringe was affixed to the ptca manifold kit (both devices from two different MFR's). There are three stop cocks on the manifold kit that allow for contrast and medications to be inserted into the patient. On the horizontal plane the syringe is inserted into the ptca kit and turned to lock into place. The syringe is used to "push" the contrast or medication into the patient. It was during the pushing of the contrast that air entered the system allowing an air embolism to form. The system was flushed prior to use. (Note:a similar type event occurred on the same day in the evening).